Manufacturer narrative:
Clinical review: there is a temporal relationship between hemodialysis and the patient event of hypotension during treatment. However, there was no documentation to show a causal relationship between the hypotensive event and any fresenius device(s) or product(s). The patient¿s comments were reported on a fresenius social media post, but it is unknown what device or product(s) the patient was utilizing at the time of the event. Hypotension during hd treatment is common in some patients. There are many causes including medical conditions, medications, rapid ultrafiltration, and incorrectly low prescribed target weight. The patient was administered fluid; however, it is unknown if this is considered medical intervention or if it is standing orders for this clinic and scenario. Based on the limited information and no allegation or evidence of a fresenius device malfunction or deficiency related to the adverse event, the fresenius hd device can be excluded as the cause of the patient¿s hypotensive event with fluid administration. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. The complaint investigation did not find objective evidence indicating a product problem, and thus the complaint was not confirmed.

Event description:
A social media user reported that they were in hemodialysis (hd) treatment when their blood pressure bottomed out several times. The user reported that the staff administered fluids, but they were still not feeling well. No additional information was obtained as no further follow-up could be conducted due to an absence of clinic and patient contact information.